Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive and she was therefore unable to monitor her glucose. Customer did not experience symptoms but self-treated with glucose tabs and soda or juice, and self-presented to a hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) device history review for the sensor kit was reviewed and DHR showed the sensor kit passed all tests prior to release.     If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive and she was therefore unable to monitor her glucose. Customer did not experience symptoms but self-treated with glucose tabs and soda or juice, and self-presented to a hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.